Manufacturer narrative:
Products not available for return and lot number not provided by the reporter, therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Brush head fell off while brushing [device breakage] no adverse event [no adverse event]. Case description: a consumer reported that while using an oral-b professional care rechargeable toothbrush with the oral-b brushhead, version unk, the brushhead came off and she could see part of the metal piece inside of the brush head. It had not been dropped. No symptoms developed.